Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced worsened aortic valve insufficiency. The condition resolved with sequela/persistent disability. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported worsening of aortic valve insufficiency could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient experienced grade 3 dyspnea and received a transcatheter aortic valve implantation (tavi). No further information was provided.

Manufacturer narrative:
Sections b5, h6: additional information.